Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion sets to address occlusion alarms, but occlusion alarms reoccurred. Ultimately, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 330 mg/dl.